Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: evaluation codes. Product complaint # (B)(4). Investigation summary: com-026439 has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. There were no new allegations. Added lawyer, facility name, revision hospital, UDI, expiration date of head and updated patient identifier. Doi: (B)(6) 2005; dor: (B)(6) 2007; right hip. The com reports revision due to address chronic dislocation attributed to loosening and positioning of the cup. As there is no new information that would change the investigation, the investigation reported in com-026439 is still valid. A copy can be found in the pc-attachments. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). Attorney.

Event description:
Patient was revised to address chronic dislocation attributed to loosening and positioning of the cup. Update 8/8/12 - litigation papers received. In addition to loosening and dislocation, pain and metallosis are alleged. Update 10/7/2013 - pfs and medical records received. Medical records indicate that the cup was well fixed and no metallosis was found. Therefore, the liner and head are not being added at this time. Update ad 12 jun 2018 - receipt of ppf and sticker sheets record. There were no new allegations.